Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door latch assembly. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection, power on self-test, and force sensing resistor testing were performed. During the visual inspection, it was identified that the door latch was cracked. The cause of the crack is unknown. The door latch and latch roller were replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.